Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at greater than 200 ohms. Ts reviewed the data and noted a gradual rise in shock impedance since implant. Ts provided troubleshooting recommendations. Subsequently, this rv lead was explanted and replaced with a new rv lead. During this lead replacement procedure, it was noted that the lead broke at the distal coil and currently remains in the patient. No additional patient adverse effects were reported. It is unknown if this rv lead will be returned to boston scientific for analysis.

Manufacturer narrative:
Although the lead was not returned for analysis, the post market quality assurance lab determined that the issue was caused by unintended use error cause or contributed to the event based upon the information given.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at greater than 200 ohms. Ts reviewed the data and noted a gradual rise in shock impedance since implant. Ts provided troubleshooting recommendations. Subsequently, this rv lead was explanted and replaced with a new rv lead. During this lead replacement procedure, it was noted that the lead broke at the distal coil and currently remains in the patient. No additional patient adverse effects were reported. It is unknown if this rv lead will be returned to boston scientific for analysis.